Event description:
It was reported that a patient underwent uterine myomectomy and oophorocystectomy on (B)(6) 2012 and an absorbable hemostatic agent was used on the vaginal stump. On (B)(6) 2012 the patient became febrile and was diagnosed with a pelvic infection. On (B)(6) 2012 a second procedure was performed. The hemostatic agent was removed and intraperitoneal irrigation performed. The patient is recovering.

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.